Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when lead noise was observed. Additionally, fluoroscopy showed externalized conductors. The lead was subsequently explanted. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 33.2 cm to 34.3 cm from the connector pin consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 55.1 cm to 56.2 cm from the connector pin. The etfe coating was intact at these locations.